Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary procedure. The procedure was completed as planned after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was defective. A review of the system logfiles found host pc post memory failed. The defective host pc was returned for analysis and concluded that the cause of the failure was due to the hdd disk bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave a remote alert indicating the host computer had a memory failure during power-on self-testing, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.